Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device mfg facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
According to customer, monitored peep was read to 30 cmh2o and inhalation as well as exhalation were blocked.